Event description:
Healthcare professional reported via nbir right side "capsular contracture, baker grade-4, suspected/actual rupture, change shape/size/style, bia-alcl." Pathological markers confirming alcl have not been received. The device has been explanted and replaced. Treatment: device explant, capsulectomy.

Manufacturer narrative:
The events of lymphoma-alcl-suspected and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This complaint was received via the national breast implant registry. Follow up cannot be performed as no identifiable or contact information is provided in the registry. Reason for reoperation: capsular contracture baker grade IV, rupture, lymphoma-alcl-suspected.